Event description:
Field notes indicated that this catheter is inserted through a needle and should not be withdrawn while in-situ. It was, however, removed in-situ and a portion of the perforated tip was left in the pt.